Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a colorectal procedure, the balloon popped 1hr into the case. Only had the camera in there and had only put one syringe of air in. A second one was opened to complete the case. No hole could be found in the balloon and it could not be blown up again but there was still a little bit of air in there. An underwater test was performed and bubbles were seen. There was no injury to the patient. R sits straight up. Does this make sense? There was no unanticipated tissue loss. There was no unanticipated extension of the incision by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment or component fell into the patient's cavity. There was no device fragment left in patient's cavity. Additional information requested via email to (B)(6). What surgical procedure was being performed? What is the UDI number of the device (located on the product packaging, see attached example)? Can you confirm that the clinical device is available and will be returned for evaluation? Should the customer(s) be notified of product analysis results, if available? (Customer response letter).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one spacemaker blunt tip trocar 10mm no latex. Visual and functional testing of the returned sample confirmed the product did not meet specifications due to the cracked locking collar and cut balloon. Replication of the broken locking collar was attributed to excessive force being applied to the clamping mechanism. Replication of the cut in the balloon may occur as a result of either an inflated or deflated balloon making contact with a sharp object during use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).